Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the patient underwent a hardware removal operation on the left ankle due to several ulceration over the medial distal plate and the fibula plate. The plates and screws were successfully removed. None of the plates were broken, the fracture was healed and the ulceration in the skin were addressed and irrigated. This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).